Manufacturer narrative:
The insulin pump was received with no vibrating, blank display or constant tone anomaly noted also, no moisture damage was noted on the electronic assembly. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube thread and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that she dropped her insulin pump into the dish water and then it was making noises. The customer's blood glucose level was unknown. The customer had a blank display and a constant tone was occurring. The customer's device was replaced and will be returned for analysis.